Manufacturer narrative:
Correction - h8 updated to indicate initial use of device intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found the instrument was installed on an in-house system and passed engagement and recognition without any issues observed. The instrument was able to be advanced through the cannula and moved intuitively across its range of motion. Additionally, a bipolar cautery cable was connected to the instrument and the in-house generator, and no errors were observed. The instrument passed energy recognition and was able to deliver energy as expected when commanded. Additionally, the instrument's housing was opened to inspect the instrument's internals and the rfid board appeared to be in its expected location. The complaint regarding the instrument was not recognized was confirmed by failure analysis. The root cause of the recognition error found in the log is not determinable.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was not recognized the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no thermal damage was observed. No arcing was observed. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 6mm maryland bipolar forceps instrument was analyzed and found to have thermal damage on the molded insulator of the grip tip. Electrical continuity test was performed and passed. The complaint regarding instrument not being recognized was not confirmed by failure analysis. Common causes of thermal damage to the molded insulator of the grip tip is attributed to conditions during use. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.